Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the clinic's report, the patient developed an infection that was treated with antibiotics. The treatment was not successful and the device extruded. The device was explanted. No dates or information on reimplantation plans were provided.